Event description:
It was reported that on the date of this report a lead was being added to one side. The patient had a pre-existing system on the other side. It was noted that they had noticed no benefit or side effects while doing the macro stimulation. There was concern about the lead location. Lead impedance was tested using external neurostimulator (ens) and twist lock, all pairs with #0 were greater than 40,000 and others were in normal range. The cable was changed out and they had still gotten greater than 40,000 on pairs with 0. The lead was changed out and the impedances with 0-1 had been greater than 40,000 but other pairs with 0 were still high but not greater than 40,000. It was noted that the patterning was not consistent among the 0 electrode pairs. The lead was placed more ventral. It was noted that they were able to get a good end result using electrode #1. They had gotten good results with no side effects. The impedances were lower with the second lead than they were with the original lead they had started with. It was further noted that they had just been adding a second side on the date of this report. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator product ID: 3389s-40, lot# va02wws, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0hz1f, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that stimulation was not felt by the patient during macrostimulation or lead interrogation. The lead was changed out and the second lead resulted in high impedances as well, although lower than the first lead. Tissue impedance was thought to be the cause. No additional troubleshooting was done and the patient was doing fine.